Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 05/06/2021. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Name and/or indication of index surgical procedure? On what tissue was the ethilon suture used? On what tissue was the vicryl suture used? What was the tissues condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? When was the granuloma diagnosed (# of post-op days)? Granuloma type/etiology? When was the surgical cleaning intervention performed? What antibiotics were prescribed and when? Please specify. Was cultures test performed? Results? Other relevant patient comorbidities/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Additional information was requested, and the following was obtained: were prescription steroids administered? Never. Were antibiotics prescribed? If yes, please provide medication name, route and dose. Yes but do not remember. Will tell when review the file. Was medical or surgical intervention provided? If yes, please describe. Yes. Surgical cleaning was done. Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? No. Please provide the lot number for the involved device. It was not possible to find it. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-04319.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2021 and the suture was used. Post-op, the patient presented granuloma. It was reported that antibiotics were prescribed and surgical cleaning was done. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 06/10/2021. H6 component code: g07002 ¿ device not returned. Additional h- 6 health effect - clinical codes: e2316, e1715. Additional information was requested, and the following was obtained: procedure: acl reconstruction name and/or indication of index surgical procedure: knee instability on what tissue was the ethilon suture used: skin closure on what tissue was the vicryl suture used: fascia and subcutaneous tissue what was the tissues condition : normal were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure: no when was the granuloma diagnosed : 15 days granuloma type/etiology: non piogenic, foreing body reaction when was the surgical cleaning intervention performed: 6 weeks what antibiotics were prescribed and when? No was cultures test performed: 6 weeks. Results: negative other relevant patient comorbidities/concomitant medications: no what is the physician¿s opinion as to the etiology of or contributing factors to this event: probably allergic response to vicryl. What is the patient¿s current status: scarred. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 06/10/2021. Corrected information: b3 corrected h 6. Health effect - impact codes: f19 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.